Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer obtained a blood glucose reading of "below 50 mg/dl" and experienced symptoms described as "started sweating, was shaking, acted like a drunk person, was aggressive," and was unable to self-treat. Customer required non-healthcare professional third-party intervention by husband who administered liquid glucose sachets and provided candy sweets as treatment. There was no report of death or permanent impairment associated with this event.